Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to one of the cylinder not working. All components were removed and replaced with a new ipp system. No further information was reported.